Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿, peripheral IV cannulas experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the catheter perforates itself during the introduction. It was impossible to insert the venous line. There was a delay in taking charge of the patient and therefore a loss of time for the nursing staff. Moreover, as this is a neonat service, the difficulty of insertion can be quite anxiety-provoking for the family and the patient. For the moment, two catheters have been reported with this defect.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 2 bd insyte¿, peripheral IV cannulas experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the catheter perforates itself during the introduction. It was impossible to insert the venous line. There was a delay in taking charge of the patient and therefore a loss of time for the nursing staff. Moreover, as this is a neonat service, the difficulty of insertion can be quite anxiety-provoking for the family and the patient. For the moment, two catheters have been reported with this defect.